Manufacturer narrative:
Awaiting product return to conduct quality investigation.

Event description:
Consumer called to state he doesn't like the readings he is receiving w/his meter. Believes them to be inaccurate and very erratic. Analysis run on clark error grid using mean avg. Reading (69) as ref. Point vs. Bd readings (78, 25, 99, 73) yielded data points in the d range of the grid, outside of acceptable limits.